Event description:
The manufacturer was made aware of an allegation of a thermal event in an end user's home involving a bilevel positive airway pressure (bipap) device, humidifier, tubing and mask. The end user also reported an everflo oxygen concentrator in line with a non-approved oxygen adapter to the bipap auto for therapy. The end user turned off the bipap, leaving the oxygen concentrator turned on. He reported leaving the room, and upon returning a thermal event was occurring. There was no patient harm or injury. The manufacturer received the bipap, associated heated humidifier, power accessories, mask and patient circuit for investigation and confirmed a thermal event had occurred. It was also reported that an oxygen concentrator was incorporated into the patient circuit via a non-approved type of oxygen connector. The manufacturer's investigation determined the thermal event was most likely caused by water /liquid ingress to the bipap pca, which resulted in corrosion and thermal failure of multiple components. The bipap was likely left in "standby" mode with power applied but not providing therapy, with oxygen being supplied to the devices. The occurrence of a thermal failure of the bipap pca along with the presence of oxygen in the device likely resulted in the reported events. Labeling warns the user "when using oxygen with this system, turn the device on before turning on the oxygen. Turn the oxygen off before turning the device off. This will prevent oxygen accumulation in the device. Explanation of the warning: when the device is not in operation and the oxygen flow is left on, oxygen delivered into the tubing may accumulate within the device's enclosure. Oxygen accumulated in the device enclosure will create a risk of fire. When using oxygen with this system, a philips respironics pressure valve must be placed in-line with the patient circuit between the device and the oxygen source. The pressure valve helps prevent the backflow of oxygen from the patient circuit into the device when the unit is off. Failure to use the pressure valve could result in a fire hazard." Labeling also cautions the user "if you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." There is no patient harm associated with this event. The manufacturer concludes that user error most likely caused the event and that no further action is necessary.